Manufacturer narrative:
The company representative examined the system and verified the system message (sm) [vfc (viscous fluid control) inject and prop scissors are not available] in the system's event log. However, the company representative could not reproduce the sm. The company representative replaced the transducer pcba (printed circuit board assembly). The system was then tested and met product specifications. The root cause is unk at this time. (B)(4).

Event description:
A nurse reported that during a procedure, there was no vfc (viscous fluid control). The case was completed using manual injection of silicone following a 30 min delay. There was no harm to the pt.